Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 16-oct-2019 stating pentax medical video duodenoscope, model ed- 3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on 07-oct-2019. The sampling performed on 07-oct-2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 1 isolates: 1 - negative rods - acinetobacter genomospecies 9. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 18-oct-2019. The duodenoscope was inspected by pentax medical service on 22-oct-2019 and the following inspection findings were documented: distal cap/ case cracked, distal cap - fixed type passed epoxy seal integrity inspection, right /left angulation knob play, up/ down angulation knob play, passed wet leak test, passed dry leak test, hole in # 2 remote control button cover. Repairs were performed on the duodenoscope which included replacement of the following components: remote control button, distal case/cap, o-rings and seals. A device history record(DHR) was previously performed on 30-jul-2019 under (B)(4). The DHR review confirmed the endoscope was manufactured on 07-aug-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-aug-2013. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 17-sep-2013. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 07-nov-2019.